Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's pacemaker was unable to be interrogated via radio frequency (rf) telemetry due to rf telemetry lockout and a full remote transmission was not sent. The patient is scheduled to be seen in the clinic and no intervention was performed. The patient had no adverse consequences.